Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash from the lifevest garment. The patient described the skin irritation as "red bumps all over". The patient removed the lifevest and went to the hospital. The physician prescribed benadryl. Patient confirmed that skin irritation is now gone.